Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery failed on multiple occasions. The patient's blood glucose at the time of incident is unknown. During troubleshooting the battery was changed but the battery failed alarm recurred. The customer also mentioned a power loss alarm but they declined further troubleshooting. The insulin pump will be returned for analysis.